Event description:
It was reported that a patient presented to the clinic for a right atrial lead extraction procedure due to dislodgement. A chest x-ray was performed previously that had confirmed the dislodgement. The lead was explanted and replaced. The patient was stable throughout.